Event description:
It was reported that the rv lead was explanted due to 10 inappropriate shocks delivered. The lead insulation was noted to be not ok at explant. No further patient complications were reported as a result of this event.